Manufacturer narrative:
The initial MDR 2432235-2016-00723 was filed on november 30, 2016. Additional information (12/27/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the centralink data management system was performing as expected. The advia centaur xp instrument was not transmitting the results correctly. When a sample initially results reactive for hbsag, the advia centaur xp should order a rerun and the centralink should order a rerun, causing the sample to be tested three times. However, the advia centaur xp instrument is not transmitting all three results to the centralink, which can affect the interpretation of the results. As per advia centaur hbsag instructions for use, if two of three results are reactive the result is interpreted as reactive, and if two of three results are nonreactive the result is interpreted as non-reactive. The cause of all results not being transmitted is unknown. Siemens is investigating the issue. Corrected information (12/27/2016): updated with the advia centaur xp product information.

Manufacturer narrative:
The cause of the incorrect results being transmitted to the centralink data management system is unknown. Siemens is investigating the issue.

Event description:
The customer runs (B)(6) assay on patient samples on an advia centaur instrument. Each patient sample is run three times to achieve the satisfactory results. The customer stated that only one of three results was being transmitted from the advia centaur instrument to the centralink data management system. As per advia centaur (B)(6) instructions for use, if two of three results are reactive the result is interpreted as (B)(6), and if two of three results are (B)(6) the result is interpreted as (B)(6). The customer determined that they had twenty patient samples for which only (B)(6) results were transmitted, while the additional two (B)(6) results were not transmitted to the centralink data management system. Therefore, the incorrect (B)(6) results were reported to the physician(s). As a result of the initial (B)(6) results, the system processed the samples for (B)(6) confirmatory testing, which resulted as (B)(6). The corrected (B)(6) results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to incorrect results being transmitted.

Manufacturer narrative:
The initial MDR 2432235-2016-00723 was filed on november 30, 2017. The first supplemental MDR 2432235-2016-00723_s1 was filed on january 18, 2017. Additional information (02/10/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the hard disk drive due to the hepatitis b surface antigen results not transmitting to the centralink data management system and assisted the technical application specialist with the service visit. The customer turned "hold sample for repeat" option off on the advia centaur xp instrument for the algorithm to work properly. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that replacement of the hard disk drive may not have impacted the results not being transmitted to the centralink data management system. The hsc specialist concluded that disabling the "hold sample for repeat" testing may have resolved the issue. The cause of the results not being transmitted to the centralink data management system is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.